Manufacturer narrative:
H6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was a relationship found between the subject device and the reported incident. A review of the customer-supplied photographs was performed and observed a fractured screw and a label for batch: 50789467. The complaint was confirmed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the process inspection procedure for biosure¿ regenesorb interference screws found that each component should be visually inspected for all non-conforming attributes defined in the procedure and according to the acceptance criteria on the part drawing, data sheet, or associated sops. A review of the complaint revealed there were no patient injuries reported and no apparent patient impact based on the details provided. Therefore, no further medical assessment is warranted. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during mpfl surgery, the screw biosure regenesorb broke into two pieces during insertion. The right screwdriver (5mm) was used in the right way and without excessive force. The broken pieces were removed with tweezers. A backup device was available to complete the procedure with no delay or other complications. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.